Event description:
Event description guidant received information that this implantable atrial generator displayed noise on the rate/sense electrogram (egm) which caused inhibition of pacing and an inappropriate episode. The patient reports receiving 3 shocks, however, the device has no record of this.